Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.

Event description:
It was reported that after insertion of the catheter, it was not possible to wash, the catheter was not working. It was necessary to repuncture the patient. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after insertion of the catheter, it was not possible to wash, the catheter was not working. It was necessary to repuncture the patient. No other information was provided. Additional details provided 11.sep.2023: I no longer have the patient's personal data. This was an oncology patient, who was easily punctured using the modified seldinger technique, however, when patency was tested, the catheter showed good flow and had no reflux. We pulled the catheter and reinserted it four times, without success. We removed the catheter and tested reflux with saline solution and observed that it did not present reflux. We opened another catheter for implantation in the child.

Manufacturer narrative:
H11: the initial complaint appeared to be a reportable occurrence. Once the sample was returned and evaluated it was determined that a reportable event had not occurred.

Event description:
It was reported that after insertion of the catheter, it was not possible to wash, the catheter was not working. It was necessary to repuncture the patient. No other information was provided. Additional details provided 11.sep.2023: I no longer have the patient's personal data. This was an oncology patient, who was easily punctured using the modified seldinger technique, however, when patency was tested, the catheter showed good flow and had no reflux. We pulled the catheter and reinserted it four times, without success. We removed the catheter and tested reflux with saline solution and observed that it did not present reflux. We opened another catheter for implantation in the child.